Event description:
It was reported that when removing the protective sheath, the stent dislodged and remained inside the sheath. There was no resistance reported. Another xience xpedition was used to successfully complete the procedure. The device was not used so there were no patient effects. There was no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.